Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse®, into the nasolabial folds, in 2014. The injection was performed by a surgeon. In 2014, within 48 hours after the treatment with radiesse, the patient experienced that the filler got pushed up into the area above the folds and made them look more prominent. The patient was told that it only lasted for approximately 2 years. At the time of this report, after 7 years, the patient still felt it. It felt like a rubber tube under the patients skin from the nose to the mouth (considered as permanent damage). The patient was naturally starting to lose volume in the face and saw the outline of it. As reported, it looked strange/unnatural, and like the patient had speed bumps around the mouth while the face was at rest. The patient was wondering if there was anything to do for that. The patients physician said that radiesse® can be surgically removed. The patient was hoping there were some alternative methods to get rid of it. Due to the provided information, the outcome of the event filler got pushed up into the area above the folds was considered as not resolved. The outcome of the event speed bumps around the mouth was unknown.